Event description:
It was reported that before a procedure, the clips were not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how did the clips not form properly? The clip did not come out form the 1st firing. Did the clips feed intermittently? No. Did the clips feed slow feed? No. Were the clips formed properly? No. What was the shape? (Scissored, gapped, etc) the device could not be fired at all. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? The device was not fired for the patient. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes, the firing force was higher than expected. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? The firing force was higher. Was the device fired after this incident in or out of the patient? Yes, the sales rep fired forcibly and a teardrop shaped clip came out. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.